Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump received with cracked case at display window corners, reservoir tube window, reservoir tube lip, battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump had missing segments and partial display. Customer stated that she cannot see her screen and there was a part that was missing. Customer replaced the battery but it did not work. Troubleshooting was done. Customer's blood glucose was 135 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.